Manufacturer narrative:
Eval of the returned device found the device to have the tensioner wrapped around one of the pegs of the handle assembly located on the third press fit from distal side of the handle. The tensioner was also underneath the slideblock and cassette slot. This could have attributed to some difficulty in deploying the stent from the sheath. Our manufacturing personnel have been notified of this event.

Event description:
Reportedly, stent was being deployed and stent started to flower. Once 2/3rds of the stent had flowered, the physician tried to complete deployment with the thumb slide and there was no movement, so the deployment cord had to be used. The stent then fully deployed with some difficulty. No patient injury or medical intervention was reported as a result of this event. No further info available.